Manufacturer narrative:
(B)(4). When they connected the spectra return line to the blood warmer tubing, the blue cap on the return luer was very tight and difficult to remove. After the lines were connected, they elevated the return luer by looping the tubing over the IV pole. The blood warmer was connected to the IV pole just above the spectra machine. The return luer was located at same height above the end of the blood warmer tubing (pt access). The clinician observed air being drawn in at the return luer during the priming procedure when the spectra screen showed the message, "prime access, return connections (and spectratherm line)." This screen appears during saline prime, before a pt is connected. The observation is consistent with the application of excessive solvent during mfg. After the return luer is bonded to the return tubing, excessive solvent may leak down into the blue cap and wick up into the luer. The solvent then eats away at the return luer forming a rough area that corresponds to the interior of the blue cap. Such a defective male luer is still able to connect to the female luer on blood warmer tubing, but the point exposed to excess solvent forms a leak pathway. Excess solvent was noted at the return luer. A leak was observed when the return luer and blood warmer connection was tested. The patient did not experience any adverse health effects. The infusion of air bubbles to the return line was readily visible to the clinicians so they stopped the procedures before connecting patients. Conclusion: a device failure contributed to this event. A CAPA has been opened for this failure mode.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. The following incident descriptions were provided to caridianbct quality assurance by the customer. During saline prime, air was pulled into the tubing at the connection between the spectra return line tubing and the blood warmer tubing. The pt was not connected to the disposable tubing during the incident and did not experience any adverse health effects. This report is being filed due to the potential for injury due to air to donor. No pt was involved, so no pt identified was provided.